Manufacturer narrative:
There has been no patient or user injury; however, a risk to patient health could not be excluded. Summary of evaluation: this sw problem could be reproduced at brainlab using the same sw versions of the CT based knee planning and navigation as the initial reporter. Corrective and preventive action: product notification - existing customers with the combination of CT-based knee planning software 1.5 and CT-based navigation software 1.6 installed received this product notification information dated may 3, 2007 (see attachment) -the product notification will be distributed to concerned customers. All existing customers using CT-based knee planning software 1.5 will receive the updated version of the software when available. Future customers: the acceptance checklist knee will be updated to ensure that the user is aware of this kind of problem no later than during the installation.

Event description:
It is possible that a feature in the brainlab navigation software knee 1.6 (CT based) may not work as intended. The issue results from the use of the combination of CT-based knee planning software 1.5 with CT-based knee navigation software 1.6. Incorrect information is given by the software: if a right knee is treated (left knee is not affected), the planned values for varus/valgus and internal/external rotation are always changed to the opposite to what was planned when exported to the navigation software 1.6. The issue is caused by a software anomaly in the CT-based knee navigation software 1.6. There has been no patient or user injury; however, a risk to patient health could not be excluded.